Manufacturer narrative:
This report is submitted on january 3, 2020.

Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (B)(6) 2019 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed on february 20, 2020.

Event description:
The device was explanted as the recipient reportedly experienced a decrease in performance. The results of tests performed with the device in saline solution showed a breach in the electrical insulation of the electrode wire assembly.

Manufacturer narrative:
This report is submitted on 17 may 2021.